Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.2 inr, qc 2: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she changed the batteries in coaguchek xs meter serial number (B)(4) on (B)(6) 2019. A patient was tested three times with the meter, but the results were in sec units instead of inr units. The reporter was able to change the unit setting back to inr. The date and time settings associated with two of the measurements were also incorrect and the reporter corrected the date and time settings on the meter. The results recorded in the meter memory were reviewed and discrepancies were noticed with the 3 measurements performed on (B)(6) 2019 and also with measurements performed on (B)(6) 2019. At 4:25 p.m. On (B)(6) 2019 (time incorrectly recorded in meter memory as 4:24 a.m.), the patient was tested and the result was 1.7 inr. At 4:43 p.m. On (B)(6) 2019 (time incorrectly recorded in meter memory as 4:43 a.m.), the patient was tested and the result was 2.9 inr. At 9:54 a.m. On (B)(6) 2019 (time and date incorrectly recorded in meter memory as 9:54 p.m. On (B)(6) 2019), the patient was tested and the result was 3.8 inr. At 10:13 a.m. On (B)(6) 2019 (date incorrectly recorded in meter memory as (B)(6) 2017), the patient was tested and the result was 2.4 inr. At 10:22 a.m. On (B)(6) 2019, the patient was tested and the result was 2.4 inr. The patient's finger was not prepared with alcohol prior to sample collection. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is every two weeks. The reporter's product was requested for investigation and replacement product was sent to the reporter.